Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429878, implantable pacing lead, (B)(6) 2013. A 6947m62, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the six months after implant, the patient developed bacteremia. The patient had fever with positive blood culture for stenotrophomonas maltophilia bacteremia. The patient was placed on intravenous (IV) antibiotics. The patient is enrolled in the attain performa clinical study. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.